Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 98 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery; the motor was tested outside of the device and passed. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has with minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)